Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, at about 4 minutes into the procedure, the balloon burst. The surgeon removed the trocar with the burst balloon and had to remove a piece of the fractured balloon from the cavity of the patient.